Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported following the implantation of an intramedullary nail, the patient fell at an unknown date and the nail was found to be fractured. The patient underwent a revision procedure, utilizing an unknown intramedullary nail and an unknown femoral plating system. No additional patient consequences were reported.